Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the deployment button of a 5f exoseal vascular closure device (vcd) could not be pressed. Manual compression was used for hemostasis. There was no reported patient injury. The introducer sheath utilized, including its manufacturer, model, and size, was not specified. The exoseal vcd was stored and prepared according to the instructions for use (IFU). Angiography confirmed the suitability of the femoral artery, including confirmation of the sheath insertion angle between 30¿45 degrees. The vessel diameter was confirmed to be =5 mm, and no significant calcification, plaque, stent, or stenosis greater than 50% was observed at or near the puncture site. Prior to exoseal vcd use, there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The procedure was performed using a retrograde approach. The physician was certified to use the exoseal vcd. There were no apparent signs of device or packaging damage prior to use. There was pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped, and until the indicator window changed to solid black. When attempting to depress the button, it could not be depressed at all. At that time, the indicator window was showing solid black. After removal from the patient, the plug was still retained within the exoseal vcd device. The device was not attempted to be deployed outside of the patient. The device is being returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the deployment button of a 5f exoseal vascular closure device (vcd) could not be pressed. Manual compression was used for hemostasis. There was no reported patient injury. The introducer sheath utilized, including its manufacturer, model, and size, was not specified. The exoseal vcd was stored and prepared according to the instructions for use (IFU). Angiography confirmed the suitability of the femoral artery, including confirmation of the sheath insertion angle between 30¿45 degrees. The vessel diameter was confirmed to be =5 mm, and no significant calcification, plaque, stent, or stenosis greater than 50% was observed at or near the puncture site. Prior to exoseal vcd use, there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The procedure was performed using a retrograde approach. The physician was certified to use the exoseal vcd. There were no apparent signs of device or packaging damage prior to use. There was pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped, and until the indicator window changed to solid black. When attempting to depress the button, it could not be depressed at all. At that time, the indicator window was showing solid black. After removal from the patient, the plug was still retained within the exoseal vcd device. The device was not attempted to be deployed outside of the patient. One non-sterile 5f exoseal vascular closure device was returned for investigation. Visual inspection showed that the deployment lever was not depressed, while the guard was locked. The plug was found in the manufacturing position, and the indicator wire was fully deployed, where no abnormal conditions were observed. A 5f non-cordis catheter sheath introducer was returned inserted on the received unit. The indicator window was observed in the black/white position. No additional anomalies were reported during this visual analysis. A deployment simulation evaluation was performed. The indicator wire was pulled to reach the black/black position in the indicator window, then the deployment lever was fully depressed, achieving the expected indicator wire retraction and plug deployment. The indicator window¿s black/white and red position was also obtained as expected. No anomalies were perceived during this test, confirming that the deployment lever operated smoothly and correctly. A high-magnification evaluation was conducted to examine the internal mechanism. No abnormal conditions were observed during this analysis. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the returned device as the deployment lever was able to be fully depressed during functional analysis and successful plug deployment. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h1, h2, h3. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.